Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray image review "a segment of the kyphoplasty balloon in present on post op x-rays from l1 kyphoplasty. The balloon may rapture if over inflated or the markers/balloon may be skewed and withdrawn against the "pac" needle while partially inflated. Root cause: surgical technique."

Event description:
It was reported that on (B)(6) 2016, intra-op, balloon kyphoplasty was performed at l1 for a patient with osteoporosis compression fracture. While inflating the inflatable bone tamp (ibt), the balloon popped at 320 psi. The bone was very hard and a curette was also used during the case. While trying to remove the ibt, distal radio-opaque marker got stuck inside the patient. He continued to pull but radio-opaque marker was left inside the body. The procedure was completed with a new product. The product came in contact with the patient. There was delay in overall procedure time. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No revision will be done to remove the marker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.